Manufacturer narrative:
The report is being filed, because the initial report was sent in error. This event was previously reported. Please reference report#: 2124215-2020-26463 for the initial report.

Event description:
It was reported that this pacemaker's battery was going down so quickly. The data was sent and found out that the device exhibited early battery depletion. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's battery was going down so quickly. The data was sent and found out that the device exhibited early battery depletion. The device remains in service. No adverse patient effects were reported.